Manufacturer narrative:
Additional information : patient gender and weight.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The log file spanned approximately 5 days ((B)(6) 2021 to 03aug2021 per the timestamp). A no external power alarm activated on (B)(6) 2201 at 00:21 due to the rsoc and bus voltage diminishing to ~0v while the device was connected to mobile power unit. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit, serial (B)(6), was not returned for analysis. Additional information on 13aug2021 stated that the patient was evaluated at local ER and was sent home. The patient was at home and doing well. No product was replaced. The patient does have the v-lock power cable, and had a power outage at home result in no external power. A root cause of the reported event was determined to be power outage at home. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient reportedly had multiple power outages at their residence. Log file submitted for review revealed multiple strings of intermittent low power advisory on (B)(6) 2021 while tethered on batteries. Log file also showed power cable disconnect and no external power alarms on (B)(6) 2021 at 12:21 am while tethered to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted which may be due to the power cord coming loose from the wall outlet or the house losing power. There was no interruption in pump support during these events. There were no other unusual events seen within the log files. Patient was evaluated in local ER (emergency room) and sent home. It was noted that the mpu has locking mechanism. No additional information provided.